Event description:
An adc customer's son called adc requesting information regarding the expected control solution ranges for his mother's adc fs lite meter. During troubleshooting, the customer's son stated that his mother received a reading of 127mg/dl on either the (B)(6) or (B)(6) 2010 (not sure of exact date) while at home, "passed out" and reportedly lost consciousness. Paramedics were called and upon arrival received an hcp meter reading of 27mg/dl. Paramedics treated customer on scene with an IV (solution unknown), oxygen and "something to raise (her) glucose". Customer was transported to a health care facility and treated with prescription medications however, the customer's son could not recall the diagnosis or specific treatment rendered at the hospital. No additional information was provided. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
The customer's product has been requested back for investigation, and a supplemental report will be sent once additional information is obtained.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory. In addition a device history review of the meter was requested and performed. The device history review for meter sn (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Event description:
The facility representative contacted baxter to report a colleague infusion pump that had a malfunction of will not turn on. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 5.04.00, categorized as unremediated. During baxter's review of the event history, the reported condition was confirmed as failure code 38:309:975:0002, which occurred during infusion and caused an interruption during delivery.